Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ for jaw angle filler with a cannula, 0.5ml per side and with juvéderm¿ voluma¿ with lidocaine. Five weeks later, patient experienced mild itching and painful, hard lumps at the injection site on both sides. The patient was treated with ciprinol 2x500mg orally. This record is for juvéderm® volux¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additionally, healthcare professional reported patient has improved after 10 days of antibiotic treatment. After 14 days, there is no pain or infiltration. The antibiotic therapy was extended to 4 weeks.